Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was received with the electrode separated from the ceramic and the cable cut off. The ceramic is fractured but sections are still bonded to the lower jaw. Functional testing cannot be performed due to an instrument with cable cut off was received.

Event description:
It was reported that during a laparoscopic hysterectomy procedure, the electrode became dislodged from the device. Another device was used to complete the procedure. No adverse consequences reported.